Manufacturer narrative:
Based  on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device and component clinical codes.

Event description:
It was reported via legal documentation that approximately 81 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, polyethylene wear, bone loss, osteolysis, instability and/or component loosening; severely limited daily activities; significant pain, swelling and discomfort; gait impairment; poor balance; difficulty walking; component part loosening, soft tissue damage; bone loss; and other injuries presently undiagnosed, which will require ongoing medical care and physical therapy; cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No further issues or complications were reported. No additional information is available.